Event description:
This report is being filed upon notification from our mr manufacturer in (B) (4), the (B) (4) to submit this event that happened in (B) (6), (B) (6). Problem: pt has a mr exam. The pt was scanned with the sense body coil placed with the head first into the mr scanner. The coil was positioned for a hip examination with padding to keep sufficient distance between pt and cables. After the examination, two second degree burns with a 25 mm blister had appeared on the inner thighs.

Manufacturer narrative:
Conclusion: the investigation found: there was no coil or cable in the vicinity of the burn, padding was used to keep sufficient distance between cable/coil and pt, and the used sar levels are unk. The coil has not yet been analyzed in the repair facility. As a result of wear and tear, the trap function of the cable may have been reduced in effectiveness. In case the trap function of a coil does not work correctly anymore, this may affect the functioning of the coil which in turn can result in unwanted rf interaction with the pt. The conclusion is that the burns were caused by skin-skin contact. Skin-skin burns are a known cause for rf burns during an MRI scan. The best way to prevent skin-skin rf burns is to create enough isolation between the two skin surfaces either by distance or by an isolating material between the skins. Therefore an accessory set is part of every mr system delivery containing several spacers and cushions. The instructions for use already contain extensive warnings.